Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, user informed the technical support engineer (tse) that error 23023 was observed on patient side manipulator (psm)2. Initial troubleshooting involved performing a standard power cycle, which did not resolve the issue. Tse subsequently guided the user through a hard power cycle; however, the error remained. At the time of the investigation, the patient had not been docked. Tse then instructed the user to disable psm2, allowing the system to successfully pass self-test and proceed with the planned procedure. The user continued with the procedure as planned without further issues. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side manipulator (psm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psm has been returned and evaluated by the failure analysis. Error 23023 was replicated and validated through logs, identifying a cannula power sensor error associated with the psm. Although visual inspection did not reveal any related issues, the psm was tested on a psc fixture test platform (pftp) resulted in a power fault error on startup. Further applied behavioral analysis testing using a golden cannula sensor and cannula switch demonstrated that these components resolved the power fault.

Manufacturer narrative:
The probable root cause is attributed to electrical issues resulted from faulty cannula sensor and cannula switch, both components located on patient side manipulator (psm). This issue can be resolved by replacing the psm.

Event description:
Refer to h11 for follow-up information.